Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(4). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons super plus absorbency, vaginally for menstruation (lot number 2231m3439, frequency and expiration date unspecified). After an unspecified duration, when the consumer tried to remove the tampon, it was difficult to remove and fell apart. She stated that she had to remove the device, but could do it only partially. The consumer also stated that the tampons were not wrapped in foil properly. She had been using o.b. Tampons since last twenty years. The action taken with the device and the outcome of the event was unknown. The report was assessed as non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Initial report is being resubmitted to correct the j and j awareness date from (B)(4) 2012 to (B)(4) 2012. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer provided a valid lot number for the product but the sample was not received. Due to the unavailability of the sample, the analyst could not evaluate the particular alleged defect and could not confirm if the device met the specifications. The analyst performed a manufacturing and packaging batch record review. The review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. The complaint trends would be monitored. The analyst performed a review of the complaint data associated with these categories and found no adverse trends and no trend involving this lot number. Based on the investigation, there was no evidence to show that the device failed to meet specifications. No assignable root cause was identified. This report remains as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons super plus absorbency, vaginally for menstruation (lot number 2231m3439, frequency and expiration date unspecified). After an unspecified duration, when the consumer tried to remove the tampon, it was difficult to remove and fell apart. She stated that she had to remove the device but could do it only partially. The consumer also stated that the tampons were not wrapped in foil properly. She had been using o.b. Tampons since last twenty years. The action taken with the device and the outcome of the event was unknown. The report was assessed as non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Initial report is being resubmitted to correct the j and j awareness date from (B)(4) 2012 to (B)(4) 2012. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob super plus non-applicator 40s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons super plus absorbency, vaginally for menstruation (lot number 2231m3439, frequency and expiration date unspecified). After an unspecified duration, when the consumer tried to remove the tampon, it was difficult to remove and fell apart. She stated that she had to remove the device but could do it only partially. The consumer also stated that the tampons were not wrapped in foil properly. She had been using o.b. Tampons since last twenty years. The action taken with the device and the outcome of the event was unknown. The report was assessed as non serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob super plus non-applicator 40s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob super plus non-applicator 40s). This closes out this report unless additional follow up information is received.